Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-01490 for the first ultratome¿ xl, 3005099803-2018-01491 for the second ultratome¿ xl, and 3005099803-2018-01492 for the third ultratome¿ xl. It was reported to boston scientific corporation that an ultratome¿ xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when they were trying to cut the papilla, it was noticed that the cut wire was oriented in the wrong direction which made the cannulation very difficult and the physician wasn¿t able to cut the papilla properly. Two more ultratome¿ xl were used but same thing happened. Reportedly, there was no visible damage to the devices prior to putting it through the scope. After the issue occurred, it seemed that the angle of the devices were going towards to the left. The procedure was completed with a fourth ultratome¿ xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-01490 for the first ultratome¿ xl, 3005099803-2018-01491 for the second ultratome¿ xl, and 3005099803-2018-01492 for the third ultratome¿ xl. It was reported to boston scientific corporation that an ultratome¿ xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when they were trying to cut the papilla, it was noticed that the cut wire was oriented in the wrong direction which made the cannulation very difficult and the physician wasn¿t able to cut the papilla properly. Two more ultratome¿ xl were used but same thing happened. Reportedly, there was no visible damage to the devices prior to putting it through the scope. After the issue occurred, it seemed that the angle of the devices were going towards to the left. The procedure was completed with a fourth ultratome¿ xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device has the distal pierced hole torn; this last condition displaced the cutting wire. Also, the working length of the returned product was found to be twisted in several locations. No other issues was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by the twisted working length in several locations. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.